Event description:
It was reported that the balloon would not deflate after being used in the placement of an intercoil stent in the sfa. Inflation/deflation was done with a merit inflation device. Balloon eventually deflated twenty minutes later.